Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging time. It was also reported that the scs (spinal cord stimulator) was no longer providing therapy. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.